Manufacturer narrative:
Migration is a known potential risk of any bone graft material, including autograft. The current IFU package insert lists migration of the graft material as a potential adverse event, and there is also a statement of risk about the potential need for revision surgery. This is the first report of I-factor migration when used for a limb amputation procedure. As reported, the available information indicates the migrated material was discovered on x-ray and not as a result of patient symptoms. Also, the migrated material was removed during a routine phase scheduled surgery, so there was no additional risk to the patient due to the migrated material.

Event description:
Life healthcare informed cerapedicsof a post-operative incident involving I-factor flex fr (100mm) in an above knee amputee. Subsequently, life healthcare provided a copy of their product experience report that contained the following description of the event: "surgeon noticed a white ball looking shape on the x-ray at 35 days post-surgery which remained 73 days later until removed. This white looking ball was seen on x-rays within the subcutaneous tissue at the distal end of femur. After palpation could also feel a "lump". Both surgeons could only explain it as the migration of I-factor." A swab pathology report was provided by the surgeon which indicated no sign of infection or inflammation around the site of migration.